Event description:
It was reported that during a percutaneous coronary intervention a piece of foreign material was dislodged from inside the guide catheter lumen. During preparation of the 5f fl4 impulse guide catheter, the physician felt resistance as the guide wire was introduced into the catheter, outside the patient. A 5 inch piece of plastic was pushed out of the internal lumen by the guide wire. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a piece of foreign material was dislodged from inside the guide catheter lumen. During preparation of the 5f fl4 impulse guide catheter the physician felt resistance as the guide wire was introduced into the catheter, outside the patient. A 5 inch piece of plastic was pushed out of the internal lumen by the guide wire. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an impulse catheter, an unidentified guidewire and a mandrel. There was no damage to the impulse catheter. The mandrel was received partially in the lumen of the catheter. The mandrel was identified as a mandrel used during manufacturing at the external manufacturer. Product analysis confirmed a mandrel was left inside the lumen of the catheter. The external manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause assigned to this complaint is supplier manufacture. (B)(4).